Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented to the emergency room two days post implant. Upon interrogation, the right ventricular lead exhibited loss of capture and had dislodged. The lead was repositioned successfully and the patient's condition was good after the procedure.